Event description:
The complainant contacted leica biosystems and the following information was documented: "poor processing/tissue is unfixed. Received email from [...] On friday afternoon, (B)(6) 2022, stating that they had poor processing on their 4 hr overnight run that was started on monday evening (B)(6) and completed on tuesday morning (B)(6)." On (B)(6) 2022, the assigned leica field applications specialist- core histology (fas) contacted the customer to obtain further information in relation to the circumstances involved in this complaint. The fas documented that the affected patient tissue samples were derived from one (1) "4 hour" protocol executed in retort a comprising 45 cassettes from 24 patient cases, which started "(B)(6) (end of shift)" and completed "(B)(6) (beginning of shift)". The types and sizes of the affected patient tissue samples were documented as "various biopsies" and "up to 0.5 cm in thickness" respectively, with the tissue artefact detailed as: "spongy tissue. A hole is left where the tissue should be during microtomy."

Manufacturer narrative:
Manufacturer evaluation of the instrument logs found that peloris ii rapid tissue processor serial number (B)(4) functioned as designed during execution of the "4 hour" protocol comprising 45 cassettes, which started in retort a at 16:51pm on (B)(6) 2022 and completed successfully at 05:35am on (B)(6) 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. The information provided details that the affected patient tissue samples were "various biopsies" and "up to 0.5 cm in thickness". Section 8.2.1 of the peloris ii user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. The 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. The 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. The 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). The 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "4 hour" protocol with a duration of approximately four (4) hours is not appropriate for processing "various biopsies" of "up to 0.5 cm in thickness". Manufacturer evaluation of the instrument logs also identified a number of instances of a use error in which a reagent bottle was removed from contact with the corresponding sensor for insufficient time to complete manual replacement of the reagent in accordance with the manufacturer instructions detailed in section 5.4.4 of the leica peloris/peloris ii user manual entitled "replacing reagent-manual", and the station properties were subsequently reset. Section 5.4.4 of the leica peloris/peloris ii user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." Of a use error when replacing a reagent. These instances of the use error detailed are an incidental finding and did not either cause or contribute to the sub-optimal processing of patient tissue samples reported in this complaint.